Event description:
I put dexcom sensor for a (B)(6) year old "t1d," when I press the button the needle never retract the have some issue with the quality. Do you have a picture of the product? Yes. FDA safety report ID # (B)(4).